Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the initial removal procedure which took place on place on (B)(6) 2024.the insertion date of the sensor was (B)(6) 2024.despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed.this incident does not require any further investigation.

Event description:
On 04 december 2024, senseonics was made aware of an incident where hcp reported an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6)2024.